Manufacturer narrative:
Product ID mc1vr01-delsys. Product event summary: the full delivery system was returned, analyzed, and the delivery system shaft was mechanically kinked/buckled. The delivery system inner tubing was kinked/buckled. The articulation of the delivery system was out of plane. There was a visual observation with the delivery system. Blood was observed on the sheath. Visual analysis of the delivery system indicated damage during use. The analyst noted the full delivery system was returned with the device intact in the sheath. The shaft is kink/buckled at 5.7 centimeters from the distal end of the delivery system. The inner shaft is kink/buckled. There is blood on the recapture cone. There is blood on the flush port valve. The lumen is damaged/torn. The articulation is out of plane. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID mc1vr01-delsys. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: mc1vr01-delsys. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: mc1vr01. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the physician attempted deployment and retrieval of the system 7 times, trying to get acceptable numbers. The physician believed the catheter was starting to get flimsy. The physician decided to remove the leadless ipg system and replaced with another of the same product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.